Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he was unable to turn on the stimulation with the magnet. In addition, he attempted to use the programmer and it displayed an error message and the ipg was unable to communicate with the charging system. Troubleshooting was unable to resolve the issue. The patient stated he recharged his ipg four days ago, used the programmer two weeks ago and last received stimulation the night before when he turned the scs system off with the magnet. Follow up information identified the issue was confirmed by a sjm representative prior to surgery. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issue.